Event description:
Reporter indicated the cause of the vns generator extrusion was due to the patient manipulating the incision and irritating the site. The wound became infected and opened up and exposed the generator and lead. No causal or contributory medication or diet changes precipitated the event. The patient had the infected generator replaced and was on antibiotic therapy for two weeks. The patient has recovered from the extrusion and infection.

Event description:
It was found that medwatch #1644487-2011-02844 addressing protrusion of the lead in the chest is a duplicate of this medwatch report. All information regarding this event will be addressed under this medwatch #1644487-2011-02483, but investigation is complete at this time.

Event description:
Analysis was completed on the returned vns generator. The generator performed per specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was initially reported that the patient underwent a battery replacement due to the old generator's being "exposed thru skin." The product has been returned to the manufacturer, though analysis has not been completed. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.